Event description:
Three weeks after treatment with cosmoplast 1.0ml in the nasolabial folds and cheeks, the patient presented with symptoms of pruritus and pinkish nodules at the injection sites. The physician has not prescribed an intervention. Recent follow up from physician notes that an injection of cortisone has been given. The symptoms still persist and have worsened.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.